Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Visual and optical inspection reveals the tip is broken on one side and the tip is bent, consistent with bend stress overload. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the pin in the tip of the pituitary is missing. No patient complications were reported.